Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
The event occurred on an unspecified date involving an unspecified chemolock where the customer reported that imfinzi leaked around the chemolock adapter but were able to get the full dose out. There was unknown patient involvement and unknown adverse events. No additional information was provided.

Manufacturer narrative:
The complaint of leaks on chemolock cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint. D9 - device available for evaluation: no.